Manufacturer narrative:
Serial # - not confirmed. A follow-up report will be submitted once the investigation is complete.

Event description:
It has been reported that the customer noticed the vt alarm didn't sound on the m1097a (cms) bedside and on the connected central station. Neither acoustic nor visual alarms were there. The device was in clinical use with a patient attached. It has been confirmed that there was no health impact to a patient at any time due to the described issue.